Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corner, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of battery out limit, damage and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer stated that part of the pump is cracked on the battery compartment. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.